Event description:
It was reported that the pump¿s screen shattered after the patient performed a cartwheel and landed on the device, resulting in an unusable display and the need to transition to backup therapy; no alerts or alarms were reported. Symptoms included no reported adverse clinical effects. Outcomes included interruption of normal device use and reliance on backup insulin therapy. Investigation included customer interview, verification of device details, and guidance on shutting down the device to prevent further alerts. Investigation of this case revealed physical damage to the display component consistent with external impact, rendering the user interface inoperable and insulin delivery and meal announcements unreliable. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental impact.